Manufacturer narrative:
The reported device was investigated at the hospital by our field service engineer (fse), the issue was isolated to the device control pc board which was replaced. The issue was resolved after the pc board replacement. Device logs were sent in for technical evaluation, information was received stating that the replaced pc board got lost during the disinfection process, the replaced pc board has not been received for investigation. Evaluation of the received device logs can confirm the reported alarms indicating disabled valves, communication error and an internal memory error during ventilation. Restarting the device did not help as the alarms were generated again after the device restart. The test log shows that no pre-use check was performed prior to ventilation. The last approved pre-use check before ventilation was made more than a month earlier, in february 11. The device control printed circuit board (pcb) was faulty, but the root cause of why it failed cannot be established by this evaluation as no goods were received for technical investigation.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating ventilation stop. The patient involvement was unknown. Manufacturer's ref.#: (B)(4).